Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of five. The patient was connected at the time of the alarm. The patient stated they received the alarm and noticed that fluid had leaked onto the floor; however they were unable to determine where the fluid came from. The patient stated they had not used anything sharp to open the supplies. The bags were all tightly connected and the patient did not have any pets that may have compromised the system. The technical service representative (tsr) had the patient cycle power to the homechoice to clear the alarm. The patient stated they would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information provided in the device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye which noted an incomplete solvent seal of the supply line to the y-junction. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Leak testing demonstrated a leak through the aforementioned incomplete seal. The reported system error 2240 was not verified; however, the insufficient solvent seal of the supply line and y-junction noted during visual inspection and leak testing resulted in a leak which is a known cause of the reported alarm. The insufficient solvent is a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.